Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings of 428 mg/dl. Customer stated that there was a crack on the insulin pump. Customer will be monitoring the insulin pump. No further information reported.